Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocar was molded incorrectly resulting in a dimensional change consequently increasing the resistance for the attachment and detachment of the ancillary trocar. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bypass procedure, the surgical nurse took the device out of the box. She couldn´t connect the "head" with the stapler and in further succession, she could not disconnect it. So the surgeon opened a new device to begin the surgery. There were no adverse consequences for the patient.